Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes:(B)(4) .results code(s): evaluation of the returned product found the iol was injected outside the injector. The injected iol had no irregularity, such like crack. Also, there was no irregularity found on injector, including nozzle and rod. Volume of used viscoelastic material appeared to be enough. Conclusion code(s): it is still possible that the user felt unusual force when injecting the injector and stopped using the serials for the patient. As is instructed to stop using when user feels unusual force when pushing the rod so the user handled in the right way. It is possible that the user left too long after filling viscoelastic material but we could not determine the root cause. We will keep monitoring the rate of this issue. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 22.0 diopter preloaded injector. Prior to implantation, when handling the rod, the lens became blocked and was stuck inside the injector. There was no patient injury. The surgery was cancelled.